Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained was removed and discarded; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. (B)(4). Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient went to the hospital for a tube examination during which a gastroscopy was performed which revealed buried bumper syndrome, and purulent fluid leak into the epithelium around the inner retention ring due to buried bumper syndrome. The buried bumper was resolved with manipulations from the gastroenterologist, and new pegj tubing was placed. The patient received ceclor 500 mgs, 3 times per day for 1 week. It was reported that the patient was discharged the same day.